Event description:
Per the clinic, the device was explanted on (B)(6) 2024.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, insufficient clinical information was provided by the clinic which made it impossible to establish the root cause of the issue. Hence, no specific device analysis is deemed necessary at this time. Should more information be made available at a later date, the decision could be reassessed.

Manufacturer narrative:
Correction: the initial MDR submitted on july 26, 2024, was filed inadvertently. No reportable explantation or serious injury has occurred.